Manufacturer narrative:
A supplemental MDR is being submitted due to corrected engineering evaluation findings. Section g6 and h2 were updated. Conclusions in section h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Intraprocedural imagery was provided and revealed the commander delivery system and valve protruding through the esheath. One valve strut was observed bent outwards at the outflow side of the crimped valve. Imagery of the patient's vessels was provided and revealed the presence of tortuosity and an access vessel with minimum luminal diameter (mld) that is insufficient for use with a 14fr sheath. The complaint for frame damage was confirmed based on evaluation of provided imagery. Provided information indicated presence of tortuosity and undersized vessels. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, push force was applied to overcome the encountered resistance, potentially forcing the flex tip and the crimped thv to negatively interact and contribute to the observed bent strut at the outflow side. Per the training manual, "if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications". As such, available information suggests that patient factors (undersized vessels, tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h10, and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Intraprocedural imagery was provided and revealed the commander delivery system and valve protruding through the esheath. One valve strut was observed bent outwards at the outflow side of the crimped valve. Imagery of the patient's vessels was provided and revealed the presence of tortuosity and calcification in the right access vessel. The complaint for frame damage was confirmed based on evaluation of provided imagery. Provided information indicated presence of tortuosity and calcification at the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, push force was applied to overcome the encountered resistance, potentially forcing the flex tip and the crimped thv to negatively interact and contribute to the observed bent strut at the outflow side. Per the training manual, "if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications". As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.`

Event description:
As reported, it was a 26 mm sapien 3 ultra resilia transcatheter heart valve implant procedure in the aortic position via transfemoral approach in a patient with a bicuspid valve (type 1, r+l fusion) and minimal leaflet calcification. The right femoral artery had an adequate diameter, was not heavily calcified, and showed some tortuosity, though not severe. During the procedure, initial difficulty was encountered in straightening the vessel, which was resolved using a stiff safari wire and 14f esheath+ insertion. Advancement of the commander delivery system with crimped sapien 3 ultra resilia 26mm valve through the esheath+ introducer was challenging due to a slight kink in the external iliac artery. Significant push force was required to advance the commander delivery system with the crimped valve. While fluoroscopy was focused on the heart to maintain safari wire position in the left ventricle, the delivery system was noted to kink within the esheath+. Additional force resulted in the valve detaching from the pusher and perforating the esheath+ outside the vessel lumen, causing suspected iliac and/or abdominal aortic wall injury. The patient had a hemorrhagic shock and immediate resuscitation was initiated with fluids, blood products, airway control, and chest compressions. Ultrasound-guided puncture of the left femoral artery was performed, and an 8fr sheath was inserted. A j-tip wire and sizing balloon (pts-x 30mm) were advanced to the abdominal aorta and inflated above the renal arteries to control bleeding and stabilize blood pressure. The patient experienced recurrent severe hypotension and pulseless electrical activity (pea), requiring brief CPR and intravenous adrenaline. The balloon was repositioned for optimal hemodynamic effect. The patient endured prolonged lower limb, bowel, and renal ischemia until vascular surgery arrived for laparotomy and direct aortic repair. The aorta was clamped, and an extensive tear was confirmed. The patient was stable when transferred to the intensive therapy unit but passed away the following days. The valve frame was noted to be dented.